Event description:
Medtronic received a report that as the device was taken, after multiple tries, the mid-segment of the device did not open and then they had to use another device. There was failure to open in the middle section of the pipeline. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. During the deployment, the operator tried multiple times to navigate and unsheath the microcatheter, but was not able to track it, and once they were able to track, they weren't able to unsheath. There was catheter resistance in the distal section of the catheter. There was difficult navigation. There was no friction during delivery of the catheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The c atheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing flow diverter surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm with a max diameter of 4.4mm and a 5.6mm neck diameter. The access vessel was the ica with a diameter of 4.00-4.5mm. The landing zone was 3.9mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level as per protocol. Angiographic result post procedure was good. Ancillary devices include a neuron guide catheter, phenom microcatheter, headway microcatheter, synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), item:(B)(4), lotno:b629503 ¿ as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. The pipeline vantage shield pusher was returned outside the phenom 27 catheter. ¿ damage location details: no bend found on the pipeline vantage shield with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. In addition, the middle section of the braid was found not fully opened due to damaged braid. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~87.8cm from proximal end. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter was measured to be within specification. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have to have failure to open at the middle section as the pipeline vantage shield braid was not fully opened due to damage braid. However, the root cause for damage could not be determined. In addition, based on the analysis finding, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance as the pipeline vantage shield braid and phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline vantage shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.